Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the valve stenosis could not be determined with the available information. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), per the article ¿outcomes of redo transcatheter aortic valve replacement for the treatment of postprocedural and late occurrence of paravalvular regurgitation and transcatheter valve failure¿, clinical and echocardiographic outcomes of patients who underwent redo transcatheter aortic valve replacement (tavr) procedures greater than 2 weeks post procedure were collected from 14 centers. In one patient, 427 days post implant of a 26mm sapien valve, a valve in valve was performed with a 26mm sapien xt valve due to valve stenosis. The etiology of the valve failure was unknown. Reference: barbanti et al. Outcomes of redo transcatheter aortic valve replacement for the treatment of postprocedural and late occurrence of paravalvular regurgitation and transcatheter valve failure. American heart association, inc. 2016. Doi: 10.1161/circinterventions.116.003930.